Event description:
Customer alleged that pump did not pass flow accuracy test. It was under 8% when tested at rate 125 ml/hr and dosage was 30 ml.

Manufacturer narrative:
This is the first time the pump was sent in for service. The pump's maintenance due date was changed from july 5, 2012 to may 14, 2014. Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.